Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider. It was reported that the patient first started experiencing this issue in 2014-2015. The issue has not been resolved, but flaps were placed on the lead in order to protect it. The issue was a result of the patient's age, infection and the size of the lead. The patient will continue to be treated with antibiotics and the issue will continue to be supervised.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# v014191, implanted: (B)(6) 2007, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that the patient¿s lead had eroded through the patient¿s skin. The patient has had two surgeries to fix the issue, but the skin keeps reopening after surgery. The product remains implanted even though the lead is exposed and outside of the head. The skin is eroding on the patient¿s left side near the burr hole cover.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.